Event description:
Pt undergoing surgical procedure in 2004 with dissector. The dissector broke during the procedure. The broken piece was retrieved, followed by a negative x-ray. In july 2004, a phone conversation from the reporter indicated the instrument would not be returned for evaluation.